Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+3.5/088 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting.the lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.